Manufacturer narrative:
Product event summary: the lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Analyst notes also indicated that the lead was returned with the helix fully retracted. The helix was able to be extended and retracted but extension and retraction turns was out of specification due to lead was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to extend the helix of the lead while the lead was placed in the body. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.